Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-08158. It was reported during the patient's elective ipg replacement surgery, both leads tested as invalid. The leads were replaced with two new leads.